Event description:
It was reported that the clinical representative (cr) tried loading in a preoperative airo scan image and merging into patient¿s folder. 3d reconstruction of the patient¿s head showed that one of the bone fiducials (at top of head) was partially cut off. This airo scan was deleted and reloaded. Cr confirmed that all slices were selected as the imaging tech could see all the fiducials on the airo. The fiducial was still cut off. Imaging was called again to take another scan. Cr tried to reload the airo scan a third time and this time the entire fiducial was seen. Patient was under anesthesia at the time and frame/fiducials had been placed. No negative patient impacts. Later in the case, while driving to a trajectory, cr hit the stop button touch screen as surgeon/team was concerned the arm was going to hit the frame. After asked to clear the arm, cr selected clear (out of 3 options) on the touch screen to clear the arm. Screen was then directed to the cooperative function page where clinical representative selected clear arm. Arm this preceded to finish moving towards the target. This was not what the cr selected for the arm to do. Robot arm ended up not hitting the frame and no negative patient impact was seen. At the time the patient was under anesthesia and sterile draped. These complaints totaled a 30 minute delay to the case. No additional intervention was needed.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the user selected only 183 slices among 186 at the first attempt, so the fiducial was not correctly reconstructed. Indeed, the fiducial tip is part of the last slices acquired, so the software behaved as expected. However, the user attempted to re-load the same exam - selecting all the slices ¿ but using the same name. The overwrite of the existing slices and the loading of the additional ones failed. The last attempt solved the issue as all slices were selected and the exam was renamed. The imagery event described in the complaint is confirmed. The reported unexpected robot arm movement was unconfirmed by investigation. The operator misunderstood the workflow to return to reference position.

Manufacturer narrative:
UDI#: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the clinical representative (cr) tried loading in a preoperative airo scan image and merging into patient¿s folder. 3d reconstruction of the patient¿s head showed that one of the bone fiducials (at top of head) was partially cut off. This airo scan was deleted and reloaded. Cr confirmed that all slices were selected as the imaging tech could see all the fiducials on the airo. The fiducial was still cut off. Imaging was called again to take another scan. Cr tried to reload the airo scan a third time and this time the entire fiducial was seen. Patient was under anesthesia at the time and frame/fiducials had been placed. No negative patient impacts. Later in the case, while driving to a trajectory, cr hit the stop button touch screen as surgeon/team was concerned the arm was going to hit the frame. After asked to clear the arm, cr selected clear (out of 3 options) on the touch screen to clear the arm. Screen was then directed to the cooperative function page where clinical representative selected clear arm. Arm this preceded to finish moving towards the target. This was not what the cr selected for the arm to do. Robot arm ended up not hitting the frame and no negative patient impact was seen. At the time the patient was under anesthesia and sterile draped. These complaints totaled a 30 minute delay to the case. No additional intervention was needed.